Event description:
A healthcare professional reported during an intraocular lens implant procedure, the surgeon noticed that a portion of the optic and training haptic is broken. However, the iol is still implanted in the patient¿s eye. This needs to be replaced with a proper one. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).